Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a severe low blood glucose event that lead to a coma. The patient's blood glucose at the time of incident is unknown. The customer was scheduled to have a shot on monday for an epidural, and she was advised by her doctor to increase her basal rates. She got confused at night trying to turn off her basal delivery and ended up in a coma. Her husband found her and got her help, and the customer then attempted to de-activate the increased basal rate. She then noticed that her pump had a no delivery alarm as well. The customer was not hospitalized for her low blood glucose event. The customer's most recent blood glucose value was 368 mg/dl. No products were shipped or returned.